Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvi pain'), menorrhagia ('abnormal bleeding(menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 50512926) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (pregnant three times with one tab and two full-term deliveries, one cesarean section and one vaginal delivery. Cesarean section was in 2007), connective tissue inflammation, cesarean section, endometriosis and cervicitis. Concurrent conditions included acid reflux (esophageal). Concomitant products included ibuprofen (motrin) since (B)(6) 2010 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal chronic pain"), depression ("depression/psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine headache") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and on (B)(6) 2013 ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage, depression, female sexual dysfunction, dysmenorrhoea, migraine and anxiety outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal chronic pain, general abnormal bleed. Discrepancy noted in explant date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2013: surgical pathology report biopsy of uterine serosa: fibrovascular tissue showing mild chronic inflammation.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain and pelvic pain. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs and mr received- new events abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), migraines/headaches, mental anguish were added. Psych injury was updated into depression. Reporter and patient demography added. Medical history, lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvi pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal chronic pain"), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal chronic pain, general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: plaintiff fact sheet received: events per pfs: abdominal chronic pain, general abnormal bleed, allergy and psych injury were added. Outcome for events pelvic pain, abdominal chronic pain, general abnormal bleed and allergy were resolved. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvi pain'), menorrhagia ('abnormal bleeding(menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 50512926) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (pregnant three times with one tab and two full-term deliveries, one cesarean section and one vaginal delivery. Cesarean section was in 2007), connective tissue inflammation, cesarean section, endometriosis and cervicitis. Concurrent conditions included acid reflux (esophageal). Concomitant products included ibuprofen (motrin) since (B)(6) 2010 and medroxyprogesterone acetate (depo provera) from (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal chronic pain"), depression ("depression/psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine headache") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and on (B)(6) 2013 ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage, depression, female sexual dysfunction, dysmenorrhoea, migraine and anxiety outcome was unknown and the genital haemorrhage and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal chronic pain, general abnormal bleed. Discrepancy noted in explant date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2013: surgical pathology report biopsy of uterine serosa: fibrovascular tissue showing mild chronic inflammation.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.